Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0058167r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that at the end of 2005, the vertebrae above the catheter collapsed on it and the disc herniated and "it broke it and pinched it, so the medication was leaking out into a different area." The pump and most of the catheter was removed in 2006. A two-inch segment of the catheter tip was left in the spine which "could be causing the numbness and left leg issues" so the patient was having an MRI to check on the catheter. It was also noted the catheter was "calcified and it sticks out." No further complications were reported.